Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: a product development investigation was performed for the subject device. The investigation has shown that the tip of the rod holder is damaged. This damage shows that the rod could not be held in position anymore. The surface of the tip shows wear marks, which indicates that this instrument was frequently used. The review of the production history revealed that this instrument was manufactured in november, 2012 according to specifications. No complaint related anomalies were identified. Therefore, no product failure could be detected. We are not able to determine the exact cause of this occurrence and can only assume that too high applied force during the rod introduction caused this damage. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The subject device has been received by the manufacturer and is undergoing investigation. The results of the investigation are pending completion and will be submitted in a supplemental report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). Part 03.616.048, lot 6970077, supplier lot 6970077: release to warehouse date: (B)(6) 2012. Supplier: (B)(6). No non-conformance reports were generated during production. Review of device history records showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that a rod holder is no longer able to grab a rod and to hold it in position. This was detected during surgery on (B)(6) 2016. Another rod holder was available to complete the procedure without any delay. There was no patient harm; the patient outcome was reported as fine. Reported concomitant parts: rod (part unknown, lot unknown, quantity: 1). This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. The subject device was received by the manufacturer on oct 11, 2016, not oct 12, 2016 as reported in error on supplemental medwatch (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.